Manufacturer narrative:
B3. & d6b. The patient had a revision surgery on or about (B)(6) 2022, as evidenced by the receipt of unspecified exactech knee components by a preservation facility. These devices are used for treatment not diagnosis. Pending investigation.

Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, a patient had bilateral knee replacement on (B)(6)2010. They have not yet undergone any revisions surgeries, however, the patient claims to have suffered the following injuries and complications as a result of this exactech device: right knee loosening requiring surgical intervention to be scheduled; soft tissue abnormality, pain and swelling, worsening with activity; left knee loosening and soft-tissue abnormality suspected; swelling, weakness, stiffness and instability. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
Report number: 1038671-2024-04466 this follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g1 the following sections were corrected: b1 b2 b3 d6b- was updated to unknown h6 the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and loosening and/or inclusion of the polyethylene in the packaging recall. Additionally, these devices appear to have been implanted for over ten years prior to the reported event. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.